Event description:
It was reported that the product jammed before being used. There was no implication to the patient as they opened a new stapler.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the product code and product lot for the device involved: lot c9ec90 product code pve35a. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? The device jammed close before they could open to fire the stapler, the nurse loaded closed and passed over and the surgeon could not open. A new device was opened from the same lot number, and this worked. No complications caused to the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.